Event description:
Please see the user facility medwatch,#(B)(4), attached to this report.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure was being performed? Did the device cut? If yes, was the cut line complete or was it equal in length to the staple line? How was the procedure completed?